Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose (bg) level ranged between 43 mg/dl and 200 mg/dl. The cause of the low bg level was not known and was addressed by drinking orange juice. Reportedly, the customer had lantus and manual injections as alternate insulin therapy.